Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU states if patient's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in patient arteries > 5mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.

Event description:
It was reported following a carotid angiogram a 6f angio-seal vip was selected for use. A pre-deployment femoral angiogram was performed, and the angio-seal was deployed in the right femoral arteriotomy. Hemostasis was obtained and the patient returned to the hospital room. The patient complained of right leg pain and pulses were diminished. The patient returned to the lab, and a femoral angiogram via a left femoral artery puncture revealed a right femoral dissection above the original puncture site. A competitor closure device was used to close the left femoral arteriotomy. The patient underwent surgical intervention for treatment of the right femoral artery dissection. The pre-deployment angiogram was reviewed by the rep and a "high stick" puncture was noted, as well as, peripheral vascular disease in the femoral artery. The patient is reported to be doing well.